Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, and no issues were observed. Reader did not power on with button depression, strip, or usb cable insertion. Reader was connected to pc and software, however, did not recognize the reader. Visually inspected the returned usb charger and usb cable and no issues were observed. Opens or shorts were not observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter, and no issues were observed. Performed load test on the returned power adapter. The power adapter voltage was measured to be within specific range. Power adapter passed testing. Liquid contamination was observed. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports electric shock after dropping their device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock from their abbott diabetes care device. Customer reports electric shock after dropping their device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.